Event description:
The international customer reported the ventilator would not power on. The customer reported the ventilator was not in use therefore, there was no patient involvement or harm. Upon evaluation, the manufacturers field service engineer (fse) reported the ac mains led was not lit. A replacement power supply has been ordered for service of the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Completion of service pending.

Event description:
The service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Supplemental report